Manufacturer narrative:
Additional information: the rf (radiofrequency) detector preamplifier card was returned to beckman coulter for investigation and testing of the returned preamplifier card passed. Since testing of the preamplifier card did not fail, the cause of the high rf conductivity is unknown.

Manufacturer narrative:
The field service engineer (fse) observed the rf conductivity was erratic on latron and replaced the rf detector preamp (preamplifier) card, rf preamp. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Preamp card. In conclusion, the likely cause of the event is attributed to the rf preamp. A definitive root cause is unknown.

Event description:
The customer reported high conductivity involving the coulter lh 780 hematology analyzer. Patient results were not impacted. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.